Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative via email. Rep responded to the questions sent to them. The rep was asked whether the cause of the ins moving and charging issues determined? They responded the patient stated she lost weight recently. The rep met with the patient recently on august 10th 2023. The patient arrived with both patient controller and implanted ins depleted. They reviewed recharging of entire system. Patient was then able to demonstrate appropriate charging of both patient controller and implanted device following education. While the device may have moved, it is still in an accurate position for use and recharging. There was difficulty connecting to this battery while it was charged. Rep confirmed the issue is resolved. Weight asked but unknown.

Event description:
Additional information was received from a patient (pt). It was reported that they received the replacement controller from this case, but the controller would go blank/unresponsive when plugging in the recharger into the controller. Agent had the pt re-insert the li battery pack into the controller, because they had aa batteries inside. Pt saw the "connect the recharger" screen but when the recharger was plugged in the controller went blank/unresponsive. No damage was detected to the recharger. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated they think they need a new battery. Patient stated they reset the controller and it will work for 30-45 seconds and then the screen goes blank. Patient said they have not been able to use the controller to charge their implant. Patient mentioned they spoke to a representative a long time ago over the phone about the issue. Patient also stated the issue happened over the weekend. Troubleshooting was unable to be performed as patient was driving and unable to troubleshoot. Patient services (ps) reviewed with patient to call back with their equipment for further troubleshooting. Pt called back with controller. Pt plugged controller into ac power without battery and reported screen turned on. Pt reinserted battery back and said green light was blinking, but the screen was unresponsive and had the wrong date/time when pt tried to unlock the controller. Pt said they had tried resetting controller many times, but the controller kept going blank and/or unresponsive after at most 2 minutes. Pt said they had been without stim for 5-6 days and they were hurting. Ps sent replacement controller request to repair. Additional information was received from the patient. Pt called back and noted they received the replacement controller, but the issues persisted and they believe the issues were related to their implanted neurostimulator (ins). Pt noticed the ins battery was moving and their legs were hurting. Pt mentioned they had an ablation 3 weeks ago. Pt noted they have an hcp appointment on (B)(6) 2023 and requested a rep to meet them if possible. Agent reviewed role of rep and provided the pt with the nas number for their hcp office. Agent emailed the local reps for visibility and re-directed pt to their hcp. Pt called back stating that they heard from the rep who said they will send someone to the appointment on (B)(6) 2023. Pt also mentioned that they are still having trouble with charging the implant (pt does not have any equipment with them at the time of the call). Pt stated that we replaced the controller but that did not resolve. Pt repeated information about how the implant in their back has moved. Agent reviewed how implant pocket issues could cause difficulty with charging. Pt agreed that they will have someone determine next steps once they are seen in person.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.